Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) for sinus tachycardia due to an undersensed atrial beat and the v>a discriminator being satisfied. Later the same evening, the patient had an episode of ventricular tachycardia (vt) where the device delivered 5 41 joule shocks to convert the arrhythmia. It was noted that the first 4 delivered shocks were unsuccessful in converting the arrhythmia, however, the fifth shock successfully converted the arrhythmia. Atrial sensitivity as well as the shock polarity were reprogrammed. The physician plans to perform defibrillation threshold (dft) testing on a future date to ensure there is an adequate safety margin. Additional information was received that dft testing was performed. Conversion was successful in reversed polarity. The device was left programmed to reversed polarity and monitoring will be continued. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that a health care professional (hcp) requested additional review of the previous stored episodes. Review of the stored episodes noted that in addition to inappropriate atp, the device had also delivered two inappropriate shocks due to atrial undersensing. The second shock was noted to have induced some non-sustained ventricular tachycardia (nsvt). Additionally, the device also exhibited intermittent farfield r-wave oversensing. Technical services (ts) discussed potential programming options as well as potential medication management. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) for sinus tachycardia due to an undersensed atrial beat and the v>a discriminator being satisfied. Later the same evening, the patient had an episode of ventricular tachycardia (vt) where the device delivered 5 41 joule shocks to convert the arrhythmia. It was noted that the first 4 delivered shocks were unsuccessful in converting the arrhythmia, however, the fifth shock successfully converted the arrhythmia. Atrial sensitivity as well as the shock polarity were reprogrammed. The physician plans to perform defibrillation threshold (dft) testing on a future date to ensure there is an adequate safety margin. Additional information was received that dft testing was performed. Conversion was successful in reversed polarity. The device was left programmed to reversed polarity and monitoring will be continued. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.